Event description:
An aptus endoanchor system was selected to be used in patient for endovascular treatment. It was reported that during the index procedure, the aptus applier fell out from the back of the packaging when the outer packaging was opened. The original box was sealed properly; however, neither the inner or the outer packaging was sealed. Another device was used and the procedure was successfully completed. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the straight seal was the one that was open. The pouch was reportedly inspected after removal from the box and the straight seal end (the non-opening end) was folded over to fit in the box as normal. The device was then handed to the circulator who checked the date and opened the chevron end in order to hand the inner pouch to the sterile scrub tech. As the circulator was opening the outer pouch, the device slid out the back of both the inner and outer pouch on to the floor. It was noted that this was the only time the device had been attempted to be opened.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.